Event description:
It was reported by the customer that during use cs300 intra-aortic balloon pump (iabp) alerted system failure & shut down. There was no harm reported.

Manufacturer narrative:
Updated field: b4, b5, d9, g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) downloaded error logs. Unable to duplicate reported problem. Performed pm to manufacturer's specifications. Returned unit to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cs300 intra-aortic balloon pump (iabp) alerted system failure and shut down. There was no harm reported.

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h6 (medical device ¿ problem code, investigation findings, component codes, investigation conclusions), h11. Received initial call that unit had shut down during operation. Error code 57 3 entries error codes fill codes 20 and 60 performed. Fse replaced compressor, still had the same problem. Replaced drive manifold assembly. Machine passed all pm procedures per manufacturers¿ specifications. All tests were well within specifications. Put unit in operational mode with test balloon. Operated unit in test environment for 4 full days, without failure. Returned unit to customer.

Event description:
N/a